Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. There was no reported adverse impact to the customer's blood glucose level. Supply changes were performed resolving the occlusions. Reportedly, the customer believed the infusion set site was the cause of the issue; however, system check could not be performed as the occlusion occurred in the past.